Manufacturer narrative:
A medical image review was performed on 07/12/18 and the associated fields were updated. Medical image review summary: based on the images provided, a bard power port was implanted on the right side of the patient¿s chest; the attached catheters distal end extending to the level of the seventh rib can be confirmed. Based on the images provided, detachment of the power port catheter can be confirmed. Based on the images provided, the proximal end of the detached catheter had migrated to the level of the left eighth rib extending below the level of the diaphragm can be confirmed. No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter was allegedly broken near the port stem. The distal fragment of the catheter allegedly migrated to the pulmonary artery and was removed subcutaneously in the department of cardiovascular medicine.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed because the lot number was not provided. The DHR review is not available because the corporate lot number is unknown. Investigation summary: the device returned was found to be one MRI powerport isp with groshong catheter. Four electronic photographs were also returned. Visual, microscopic, tactual, and functional evaluations were performed of the physical sample, and image review was performed for the four photographs. The investigation is confirmed for a subcutaneous catheter break with embolization, more specifically, a break and fracture due to flexural fatigue. The port catheter was broken off near the stem and a lateral split was found just distal to that break. Both fractures, having smooth, rounded sections and peeled/granular sections, oval orifices, etc., were consistent with flexural fatigue. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter was allegedly broken near the port stem. The distal fragment of the catheter allegedly migrated to the pulmonary artery and was removed subcutaneously in the department of cardiovascular medicine.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly broken near the port stem. The distal fragment of the catheter allegedly migrated to the pulmonary artery and was removed subcutaneously in the department of cardiovascular medicine.